Manufacturer narrative:
The device remains implanted in the patient, hence device evaluation could not be performed. Medical records or images were not provided for clinical assessment; therefore, a thorough clinical investigation of the medical records was not possible and a cause could not be determined. Endoleaks are a known inherent risk of the procedure. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed that no other units from the same lot have been involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.

Event description:
It was reported that approximately 17 months post-implant of a bifurcated device and a suprarenal aortic extension, a follow-up computed tomography scan revealed what appeared to be either a type ii endoleak, or a distal endoleak at the bifurcated graft's distal left limb. The patient was treated with a limb extension, which successfully corrected the endoleak. The patient tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.